Manufacturer narrative:
On (B)(4) 2020, infutronix confirmed with the service provider that the affected device was never returned for evaluation and therefore no root cause could be established. Please note: this MDR is a resubmission due to a bug in the FDA esubmitter system e3 section. This MDR is a retrospective submission resulted from a complaint handling remediation.

Event description:
On (B)(4) 2020, a distributor of infutronix reported an issue on behalf of an end user: "patient from michigan called. He started his pump a few hours ago and there's some small leak on his leg. I told him back pressure isn't unheard of, and a little leaking shouldn't cause worry. If it's pooling a lot then that may warrant a call to his physician. He had paused and turned off the pump. We went ahead and resumed the infusion. He said he would call his doctor tomorrow morning but appreciated the help." A patient was involved but not harmed.